Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had been frustrated because she had not been able to read without her glasses. The clinical reason was mentioned as mechanical issues with the iol. Cataract surgery had been performed for her narrow angle glaucoma, and the patient had not been functioning well. The iol was explanted and exchanged with an unspecified monofocal lens during the secondary implant procedure. Additional information was received by stating, there was no further impact to the patient. Additional information has been requested.